Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged condition. Se replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the latest revision. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.